Event description:
It was reported that during a patient's trial, the patient "could relieve herself for 10 hours." The reporter stated that the patient's healthcare provider put in a foley catheter, but then the patient got "urine in her blood." It was unclear if this was meant to refer to blood in the patient's urine. It was reported that the patient didn't know if there was irritation or infection, and she was given antibiotics. The reporter stated that once the patient's device program was switched, she got relief within 10 minutes. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead. Product type: lead. (B)(4).

Event description:
Additional information received on (B)(6) 2013 noted that the patient could "not" relieve herself for 10 hours. It was unknown if the patient or doctor reported seeing blood in urine.

Manufacturer narrative:
(B)(4).